Event description:
Ous MDR - it was reported that about 70 months after the implantation the patient received multiple inappropriate shocks due to oversensing. The lead was left in the patient and a new lead was implanted. There were no additional adverse events.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The available iegms confirmed the presence of artefacts in the ff and rv channels, which led to the detection of vf episodes and the delivered shocks. Furthermore, the pacing impedance shows three dips to out-of-range values (below 200 ohm) between june 20th and august 3rd. Diagnostic images of the lead were not received for analysis. Based on the available data, the presence of an insulation damage on the lead cannot be ruled out.in spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.